Manufacturer narrative:
The serial number was determined by the customer and the companion 2 driver was returned to syncardia for evaluation. The customer-reported patient elevated hemolysis caused by a possible device malfunction was unable to be confirmed or reproduced during investigation testing. The driver passed all functional testing and was subjected to an additional 48 hour observation run in an attempt to observe a possible malfunction or change in performance. The driver performed as intended, and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient exhibited elevated hemolysis while supported by a companion 2 driver. The hospital did not document the serial number of the companion 2 driver. The patient was subsequently switched to a freedom driver without any reported adverse patient impact.

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it continued to perform its life-sustaining functions. The serial number of the companion 2 driver will continue to be determined and then the driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the patient exhibited elevated hemolysis while supported by a companion 2 driver. The hospital did not document the serial number of the companion 2 driver. The patient was subsequently switched to a freedom driver without any reported adverse patient impact.